Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation. This MDR was submitted on (B)(4) 2011; however, due to a failure to receive the 3 acknowledgements, this MDR is being resubmitted on (B)(4) 2011.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell was not confirmed due to a lack of sample. The patient stated that a supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Baxter has found that similar reports have been received for the reported problem and will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 1 of 4. Gts had the patient close all the clamps and transfer set to cycle power twice, clearing the error. Gts explained the error indicated a large amount of air had entered into the disposable set. The patient stated that a supply bag fell and disconnected. Gts advised the patient to discard the supplies and report the error to their dialysis nurse in the morning. The patient elected to complete therapy manually. No injury or medical intervention was reported.